Manufacturer narrative:
The device was received for evaluation. Visual inspection, leak testing, clear passing testing, and clamp function testing were all performed. A leak was identified during visual inspection and leak testing. The reported issue of leak was verified. The cause was the hole in the bag. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a capd disconnect y-set leaked. This event occurred during a drain with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.